Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient's hcp had indicated the lead were "defective" but no additional information was provided. The hcp tested the leads and turned the device up high. The patient could only feel a "slight tingle", not enough to help with the pain control. The patient was going to be getting a replacement device. Additional information has been requested.

Manufacturer narrative:
(B) (4).